Event description:
Pump reported to be set at 8 ml/hr with a 100 ml bag of versed. The bag was found empty with the pump indicating 45 mls left to infuse. The pt's blood pressure dropped, but rebounded when versed was discontinued. No pt injury resulted.